Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer's blood glucose was 400 mg/dl this morning. The insulin pump display was blank as well. The battery compartment was cracked and had a missing piece. The customer may have dropped the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No blank display noted. The insulin pump received with minor scratched display window, cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.